Event description:
It was reported that the right ventricular lead impedance varied, infinite impedance was noted, and a polarity switch had occurred. Oversensing/noise was noted and the lead had a possible fracture. The lead was explanted and replaced. The physician indicated that a portion of the lead more towards the proximal portion of the pin may have been cut during the explant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead was extrinsically over-rotated, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated stretching. Performance information was also received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv pace impedance was steady at approximately 600 ohms through (B)(4) 2014 then rises out of range >3000 ohms starting the week of (B)(4) 2014. Analysis of the device memory indicated the impedance trend on the rv pacing lead was variable. The rv pace impedance was steady at 600 ohms through (B)(4) 2014 and then begins to vary between 500 ohms and >4000 ohms starting (B)(4) 2014.